Manufacturer narrative:
Patient identifier not available from the site. Patient age not available from the site. Patient weight not available from the site. A medtronic representative went to the site to test the equipment. The representative reported that the monitor for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect monitor was returned to the manufacturer for evaluation. The monitor was reported to have lost functionality after various amounts of run time with various video cables. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the navigation system monitor turned black while the system was powered on. When attempting to restart the navigation system, the system would not power on. There was a reported delay to the procedure of 10 minutes due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue as the monitor for the navigation system was replaced to resolve the reported issue. The software functioned as designed.